Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure performed the previous month (patient age, gender and weight are unknown). According to the complainant, approximately 2 weeks after placement, the device was found to have a pinhole leak. The procedure was completed with this same device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The lot number is unknown; therefore the device expiration date and manufacture date cannot be determined. The returned device was inflated with water and a hole in the inflation lumen at the distal end of the shaft was noted. A small portion of the balloon was no longer bonded to the shaft which resulted in a leak. It appears that the cause of the malfunction was determined to be insufficient rtv (bonding) material.